Event description:
It was reported that a screw broke while trying to back it out. It was further reported that broken half of the screw was left implanted. The remaining half was removed and will be returned for investigation.

Manufacturer narrative:
Please note the correction made to the h6 clinical code: the reported event was confirmed, since the device was returned for evaluation, and matches the alleged failure. The device inspection revealed the following: a visual inspection found the perform reversed peripheral 5.0mm x 38mm non-sterile screw to be broken. Additionally, the head and threads of the screw show numerous cuts and gouges along multiple surfaces. Only a portion of the screw was returned as the remaining portion was left implanted. A review of the device history for the reported lot did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation and provided information, the root cause was attributed to a user issue ¿ misuse of the device/failure to follow the surgical technique. The returned device showed signs of intense usage. The hex tip of the screw is stripped, the threads show numerous cuts and gouges along multiple surfaces, and there are signs of a sudden brittle fracture. All these things are evidence enough to suggest intense torsional force was applied to the screw which led to a forced fracture. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a screw broke while trying to back it out. It was further reported that broken half of the screw was left implanted. The remaining half was removed and will be returned for investigation.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.